Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for both the e315 error and foreign material findings. Based on the results of the investigation, the most likely causes could also not be established. The foreign material events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e315 incompatible scope error and foreign materials at the air/water cylinder and air/water tube. There was no patient involvement.